Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records has been conducted and it revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this evaluation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.,

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. H3 other text : investigation in process

Event description:
Rep reported that the microsensor did not register with the icp express monitor after patient returned from CT scan. As a result the device was revised.